Manufacturer narrative:
An evaluation was performed by reviewing the complaint text, other customer complaints for similar issues, specificity analysis, a review of labeling, and a review of historical records. The customer observed an increase in reactive rates when using abbott prism hbcore, list number (ln)1a77, lot 62123li00 and abbott prism reaction trays, ln 5a07-01, lot 62086m500. No other complaints for lots 62123li00 and 62086m500 for the increased reactive rates issue were identified upon a complaint review. A review of manufacturing records for the lots did not identify any issues during the manufacturing of these products. A review of labeling was also performed and found the customer's issue is adequately addressed. A review of the customer's data for (B)(6), the months under question when using lots 62123li00 (prism hbcore) and 62086m500 (prism reaction trays), found the ir and rr rates to be 0.13% and 0.11% and 0.09% and 0.08%, respectively, which are less than the abbott prism hbcore package insert upper 95% confidence intervals of 0.67% and 0.62%. As a result, these lots are meeting labeling claims for clinical specificity. There is no malfunction or product deficiency identified. Based on the investigation, the abbott prism hbcore assay is performing acceptably with respect to the issue of false reactive results. Concomitant medical products: added prism reaction trays; list # 05a07-01; lot # 62086m500 which had not been included in the initial MDR.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 1a77 that has a similar product distributed in the us, list number (B)(4). (B)(6).

Event description:
The customer stated that since (B)(6) 2016 they have observed an increase in initial and repeat reactive prism hbcore results (lot 62123li00) since changing to a new reaction tray lot (62086m500). Prism hbcore assay values less than or equal to 1.00s/co are considered (B)(6). There was no reported impact to donor management.